Event description:
Mesh was implanted on (B)(6) 2011. The pt developed a seroma, which was drained several times. The last drainage of seroma involved opening precious incision, draining fluid, spraying internal talc and putting in 4 wound drains. Despite this, pt developed another seroma and surgeon decided to explant mesh and use a porcine mesh instead.

Manufacturer narrative:
The sample was not returned in formalin fixative and was odorous when removed from its external packaging, therefore, did not undergo a full evaluation. The lot history for this lot of c-qur mesh was reviewed and no deviations in the manufacturing or sterilization processes were noted. Post-operative seroma formation after hernia repair is very common. It has been reported that approximately (B)(4) of hernia repairs show clinically evident seroma formation and as many as (B)(4) of cases exhibit seromas when examined by ultrasound. Based on review of the lot history files, there are no reasons to conclude that the c-qur mesh was the root cause of the seroma formation noted with this pt.